Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen lens was scratched. At the time of troubleshooting, the reporter stated the display was so scratched that he was having trouble seeing the display. At the time of troubleshooting, the patient confirmed there was no trauma to the pump and there was no lens film on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings: investigation revealed during a visual inspection, the display screen was confirmed to have multiple scratches. The display screen was also found to be dim and discolored. A new test screen was inserted and the display screen was found to be functioning and illuminated to normal contrast.